Event description:
An initial report of patient hospitalization was made to united therapeutics on 14-sep-2022 and forwarded to millyard advanced medical products llc on 15-sep-2022, followed by additional information provided to united therapeutics on 15-sep-2022 and forwarded to millyard advanced medical products llc on 16-sep-2022. The patient was admitted on (B)(6) 2022 after transfer from another hospital emergency department due to a remunity pump issue and being off remodulin for about 18 hours. The remunity pump battery was dead and wet from cassette leaking, reported by the hospital nurse to be likely from patient error. The patient is not independent in therapy and because of this the prescribing physician will order tyvaso dpi instead of remunity remodulin therapy. No further details provided. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury this issue is being reported out of an abundance of caution.